Event description:
Patient underwent a laparoscopic hysterectomy using an endoclench endoscoscopic grasper in (B)(6) of 2021. In (B)(6) 2022, the patient underwent a CT scan that indicated a screw was retained in the pelvis. Upon removal, the screw was approximately 5 mm and possibly came from the endoclinch used in the procedure in (B)(6) of the previous year. Product is disposable and not available for evaluation. FDA safety report ID # (B)(4).